Event description:
Three attempts were made to ablate uterus using novasure equipment. Switched handpiece after troubleshooting machine apparatus. New handpiece was opened and procedure continued without incident.